Manufacturer narrative:
(B)(4).

Event description:
It was reported that during total knee arthroplasty the articular surface provisional size 3 8 mm cracked in half. The procedure was finished with a smith and nephew backup device. No delay or injury reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured rendering it inoperable. All fractured pieces were returned. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Case-2020-00029466-1